Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "green illuminating light do not come" and "not producing video signal in 3d tower" were caused by circuit printed board failure. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center's image processor or light source was not producing the video signal in 3d tower, the green illuminating lights did not come on. The event was found during preparation for use. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: there was a faulty printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that there was a faulty printed circuit board. There was a worn out video connector latch causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.